Event description:
Spontaneous call pt reported freedom pump malfunction. Pt states is able to turn the dial of the pump, but nothing else moves; pump does not push on the syringe plunger to deliver medicine, nor is she able to have the syringe fit in the pump correctly. Advised that we can exchange for a new freedom pump, and pt agreed as she felt there was no way to troubleshoot nor get the specific part moving again. Product fault did not occur while in use. There was no clinical injury to pt due to pump malfunction. Actual device is available, and will be shipped back. New pump replacement has been scheduled for delivery. No back up device was necessary, as pt is waiting for new pump to infuse medication. No additional information available. Pump used to infuse cutaquig sdv at above dose and frequency. Indication: common variable immunodeficiency, unspecified; other common variable immunodeficiencies. Reported to cvs/caremark by pt/caregiver.